Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the company representative (rep) and consumer (con) regarding a patient who was receiving dilaudid (unknown concentration or dose) via implantable infusion pump. It was reported that the patient went to the emergency department (ed) and reported that the patient's "pump isn't working". The patient has now been admitted to the hospital. The patient also reported hearing an alarm; however, that has not yet been verified. The patient stated calling healthcare provider but has not yet heard back. The patient stated their ptm does not show alarm and seemed to indicate that the pump was working.